Manufacturer narrative:
The reported problem was not able to be duplicated at zoll . During testing, the main switch was found to have been in a worn out condition. This would not have caused or contributed to the reported problem. After replacing the main switch the device met all performance specifications.

Event description:
Complainant alleged that the staff was defibrillating a pt (age and gender unk) using a multi-function cable and electrodes. With the device on battery power. The staff successfully shocked the pt once at 200 joules, but the device failed to charge on the second attempt to shock the pt (joule setting unk.) The staff was able to obtain another device to successfully shock the pt using the same multifunction cable and electrodes. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.